Event description:
During the eval of the unit on 05/03/07, the reported complaint was confirmed. The failure was isolated to the main pcb. This is no associated with z-0664-05. There was no pt harm reported.

Manufacturer narrative:
The mfg facility has initiated a corrective and preventative action associated with the confirmed failure.